Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, serial/lot : unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the patient's handset was lagging and would take about 15 minutes to deliver a bolus. Patient added sometimes it would show device not found. Patient commented they usually bolus in the middle of the night because that is when their pain is the worst. Agent reviewed and guided the patient through clearing the data. Patient was then able to connect to the pump without any lag. Agent emailed lag instructions to patient at their request.